Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse stated that the customer was hospitalized due to high blood glucose. The blood glucose reading was not reported. The nurse stated that the customer had recently changed the type of insulin he was using. The nurse declined to perform troubleshooting. Nothing further was reported.